Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:a review of the total daily dose (tdd) history indicated that insulin delivery totals correctly reflected programmed values. The battery cap was not returned; a test battery cap was used for testing purposes. The pump was powered on and displayed the verify screen with no issues. The ezprime step was successfully performed on the pump. A 10.0 unit ezcarb bolus was successfully performed on the pump on (B)(6) 2019 at 10:20am and accurately recorded in the bolus history. The pump was exercised for 24 hours on (B)(6) 2014 using a 1.0 unit basal program; the tdd history correctly displayed 24.0 units. The tdd history was found to be recording properly in the history. There were no defects found and the reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the patient performed a bolus using the ez carbohydrate bolus feature on the pump and it did not appear in the total daily dose. The total bolus amount reportedly was incorrect. The pump reportedly displayed more than what was delivered. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.